Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The condenser was cleaned to resolve the issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in prolonged excessive tidal volume greater than 20% from setting during pre-use checkout. There was no patient involvement.